Manufacturer narrative:
Pump was received with intermittent button response due to flattened act button dome switch. Keypad connector was fully locked. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a crack at display window corner. Customer also reported that the act button was difficult to press. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.